Event description:
"During a fluoro procedure, the hot oil dripped on pt causing third degree burns. Case was stopped immediately." Description of events as stated by initial report fax to varian x-ray on 12/15/1997.

Manufacturer narrative:
Details of fluoro procedure at time of device is unk.